Event description:
The targeting electrodes produced by fhc (specifically the thick tube and the guidewire) caused increased impedances and prolonged the surgical procedure because they have to be replaced.